Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The events of "bleeds and loss of vision" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported "patient experienced 2 bleeds and has lost sight in the affected eye" against the xen®45 gts. Affected eye unknown.